Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the station units stopped communicating with our ehr, meditech. The customers have not captured new charges since this began, and new patients are not populating in the station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the new patients were not populating in the pyxis. A technical support specialist (tss) discovered that the server couldn't connect to the port used by the data synchronization server, so the hospital information technology team (hit) team was contacted to unblock it. After confirmed the port was opened, the sync status on station 'medsurg' was checked, and it was no longer disconnected or showing a critical override. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the station units stopped communicating with our ehr, meditech. The customers have not captured new charges since this began, and new patients are not populating in the station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.